Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device was in use is unk. The customer contact reported two possible lot numbers 821515h and 821825h. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified saline solution via the symbiq pump. It was reported that approximately 250ml of saline was left in the primary solution container. At an unspecified time, the option-lok male adapter of secondary tubing set was connected to the primary tubing set for piggyback delivery of 60ml of zofran. The pump was programmed for piggyback delivery, at a rate of 180ml/hr and for a duration of 20 minutes. The customer contact indicated that at this time, the nurse reportedly forgot to initiate the secondary delivery. It was reported that 7 minutes later, the pump gave an unspecified call back alarm. At that time, the nurse noted that the secondary solution container was empty. The nurse reported that the secondary solution backflowed into the primary solution container. The nurse delivered the entire volume from the primary solution container. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. The customer contact reported there was no change in the pt's condition. No medical interventions were required. Though requested, no add'l info was provided.